Manufacturer narrative:
09/03/2014 a medtronic representative, following-up at the site, tested the system and was unable to replicate the reported issue. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial intraoperative magnetic resonance imaging (imri) procedure, registration was lost after the merge of magnetic resonance imaging (mr) mpr and mr flair space. At the start of the procedure, the two exams were pulled from the planning station to the stealthstation s7 system, registration was successful and the system performed as intended. The surgeon decided to change the patient mount, the patient was successfully re-registered and navigated until the craniotomy began. There were 7 datasets on the navigation system and it was reported that transfer was slow for each exam, however, transfers were successful. Stealthmerge was started, set-up equipment was communicating and entering plan task to check that plans and models were present were all functioning properly. It was at this point that registration was lost. Trouble-shooting did not resolve the issue, including re-booting the system. The site was confident the correct exam was selected and that no error pop-up window was displayed. The surgeon opted to discontinue the use of the navigation system post-incision to continue and successfully completed the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Additional event details: the planning station was connected to the hospital network with dicom qr. The site staff received the exams from the hospital network into the planning station. They then sent the exams from planning station to navigation system directly through nethog. The surgeon registered and began navigation. During the procedure, he wanted to load a different exam and received it in the same manner as the other exams. The previous exams were duplicated on the navigation system. They merged the new exam with the one previously used, but the registration disappeared. A medtronic representative reported that further troubleshooting was performed at the site and the behavior was unable to be replicated. The customer was advised by the medtronic rep to avoid reloading the same patient again during surgery. The site biomed is working to get the dicom q/r setup on the navigation system so that they will be able to load additional patient exams directly through the hospital network during surgery. The customer was trained by the medtronic rep to select the correct MRI exams and that the exams will be numbered upward. The software investigation found that the log files did not contain anything that would provide evidence as to a reason for this symptom. The investigation was unable to determine a root cause without further information since the behavior could not be replicated. The most likely cause of the reported event was that the customer selected an exam unrelated to the plan to merge which replaced the reference exam thereby erasing the registration.